Manufacturer narrative:
After the procedure, the hospital discarded the product.

Event description:
The hospital reported that after the endoscopic vein harvesting procedure completed and the device was discarded, it was discovered post op that the pt had a first degree thermal burn from internal to the outside surface of the lower leg. The thermal burn spread about the size of a dime. Power setting was at 20 watts. The conduit was very superficial and the physician's assistant "p.a" took the branches too close to the skin surface to get the extra length. The pt is in recovery care anf intervention consisted of applying topical cream "silvadene" on top of the burn area to treat the burn. The maquet territory mgr witnessed the procedure and the p.a admitted that it was an error on the user; that what she probably did was getting too close to the skin. The thermal burn was not related to any product malfunction.